Event description:
It was reported that the patient presented at clinic due to uncomfortable vibrating from their implantable cardioverter defibrillator (ICD). It was discovered that the patient's ICD exhibited a high defibrillation impedance and r wave oversensing. Programming changes were made to resolve the issue. The patient remained stable.